Event description:
It was reported that the left ventricular lead exhibited low impedance at 200 ohms. Impedances were checked in different pacing configurations. When programmed back to the left ventricular bipolar configuration, the impedance value was normal at 750 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.